Manufacturer narrative:
Pump passed displacement test and self test. Pump error 63 alarm confirmed in the pump history file due to broken trace on u1 keypad assembly. (Variable info=03). Pump received with cracked battery tube thread, cracked case battery tube and cracked case corner of belt clips rails noted.

Event description:
The customer reported via phone call that his insulin pump had received hardware low level failure error. The customer's blood glucose level was 185 mg/dl and his current blood glucose was 114 mg/dl. The customer was assisted in troubleshooting and he was able to clear the alarm as well as able to complete insulin pump rewind. The self test was passed. There was a crack on the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.